Event description:
It was reported that the right atrial (ra) lead had dislodged. The lead was removed and a new lead was implanted. It was further reported that the right ventricular (rv) lead has increasing and high thresholds. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).